Event description:
In an abstract, it was reported that a patient underwent a kyphoplasty at the l3 level for an osteoporotic vertebral fracture. It was noted that there was leakage of cement into the disc above it which produced a dislocation of the nucleus pulposus that was previously protruding, causing a foraminal disc herniation with compression of the l3 nerve root. The patient underwent decompression surgery, and was relieved from the symptoms of acute lumbar and crural pain.

Manufacturer narrative:
Report source. Abstract from argospine symposium (jan 2008, pairs) titled: vertebroplasty and kyphoplasty: applications and complications. Two case studies on unusual complications. F. Amato, tanturri, m. Method - other; routine literature search.